Manufacturer narrative:
There were no reported medical interventions, surgical delays, or any adverse consequences for patient and/or user with this event. Product was sent to distributor but slcd12 product has been scrapped due to vp4 obsolescence.

Event description:
It was reported that the autoreader incubator's touch screen was unresponsive.